Event description:
Rn reported a home patient (hp) with a leak at the junction between the pt connector of a transfer set and the titanium adapter on 6/28/99. The transfer set was 4 weeks old. The hp noted the transfer set was loose and tightened the connection. The hp notified the rn and received a transfer set change and prophylactic antibiotics (ancef 1 gm and tobramycin 80mg intravenously) on 6/29/99. No pt injury reported.